Event description:
Bristles sometimes hang in the throat / afterwards in the throat [foreign body in throat] bristles possibly swallowed down as well [foreign body ingestion] it gets stuck between the teeth too [foreign body in mouth] but yesterday, for example, one had afterwards in the throat and that is simply unpleasant [throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr best original) toothbrush (batch number 21401-3, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. Co-suspect products included gsk toothbrush (dr best original) toothbrush (batch number 22973 -3, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started dr best original and dr best original. On (B)(6)2023, an unknown time after starting dr best original and dr best original, the patient experienced throat discomfort. On an unknown date, the patient experienced foreign body in throat (serious criteria gsk medically significant), foreign body ingestion, foreign body in mouth and product complaint. The action taken with dr best original was unknown. The action taken with dr best original was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body ingestion, foreign body in mouth, throat discomfort and product complaint were unknown. The reporter considered the foreign body in throat, foreign body ingestion, foreign body in mouth and throat discomfort to be related to dr best original and dr best original. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received from a consumer via call center representative (phone) on (B)(6)2023. It was reported that "we have been using doctor best klassic toothbrushes for a long time. Now, however, it is repeatedly so that the bristles loosen and unpleasantly they sometimes hang in the throat. So this has happened again and again. Yes, in the last ones I bought, my husband complains about it all the time. I think we need to look for a new dentist. But bristles are really coming off here on a regular basis. Possibly swallowed down as well. I don't know. Sometimes it gets stuck between the teeth too. But yesterday, for example, one had afterwards in the throat and that is simply unpleasant. I mean, that shouldn't really be the case, that the bristles come loose. Both my husband and I. We always have two in use. But I have always, I always buy these three-packs. Actually, I just wanted to pass that on, that maybe people would take a look. So, a package is broken. My husband took out a new one yesterday. Of course, it was used for the first time last night or this morning. That's why I always have several packages opened. But of those where it has happened before, of course, I no longer have. I haven't seen a best-before date on a package there. So, the toothbrush was immediately disposed of. So I don't have photos anymore. I don't need anything either. No, we threw it away. Be careful. That maybe this will be checked in your quality assurance. It has happened several times now. Batch: 21401-3, batch:22973 -3". This is 2 of 2 cases from the same reporter. The case (B)(4) is a reporter reporting for herself and her husband. Cases (B)(4) are created. Please see the case (B)(4) created for reporter. Follow-up information was received on 24apr2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: 2023-04-24 09:49:59: complaint response gsk 30128 condition of complaint sample(s), description of complaint classification: critical receipt sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Follow-up information was received on 26apr2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: 2023-04-24 09:49:59: complaint response gsk 30128 condition of complaint sample(s), description of complaint classification: critical receipt sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Suspect product dr. Best original toothbrush with lot numbers "21401-3" and "22973-3" were updated to dr. Best original mittel toothbrush with lot numbers "21401" and "22973". Suspect product with lot number. Suspect product "dr. Best original toothbrush was added with unknown lot number with indication as product used for unknown indication, action taken as unknown, dechallenge and rechallenge as not applicable. Follow up 1,2,3,4,5 and 6 processed together.

Manufacturer narrative:
Argus case ID:(B)(4).